Event description:
The manufacturer received information alleging that the replacement recertified dreamstation auto CPAP device "was not working" and burned the patient's nose, increased her blood pressure, and she could not breathe with it. These were assessed as non-serious injuries. No medical intervention was reported. In addition, the customer stated visualization of particles but did not specify what kind of particles, if it was her recalled device, or if it was this replacement. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. The device has not yet been returned to the manufacturer for evaluation. A final report will be submitted once the investigation is complete.